Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 73 year old patient after an implant duration of eight months for unknown reason. Another edwards valve of the same model but one size smaller (23mm) was implanted in replacement.

Manufacturer narrative:
Updated: b5, g3, h6 (component code, clinical code, device code). H10: additional manufacturer narrative: initially, it was reported that this valve implanted in the aortic position was explanted after an implant duration of eight months for unknown reason. However, through investigation it was learned that this valve was replaced due to due to endocarditis caused by pseudomonas infection with aneurysmal formation. As reported, valve was still working fine. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post implant) and late (onset greater than 60 days post implant). Late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant without a known source of infection will be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 73 years old patient after an implant duration of eight months due to endocarditis caused by pseudomonas infection with aneurysmal formation. As reported, valve was still working fine. Another 23 mmedwards valve of the same model was successfully implanted in replacement. As reported, patient was noted as to be recovering.